Event description:
It was reported that the left ventricular lead exhibited high out of range lead impedance with exit block. Noise was also noted on th atrial channel. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead with the lead tip measuring 69 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.